Event description:
A cracked and shattered touchscreen was reported, rendering the device unusable as the display was illegible, and interactions with the pump were impossible. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer was instructed to switch to manual insulin delivery using mdi while waiting for a replacement pump, which was to be shipped as the original was still under warranty. Technical support guided the customer on storage mode procedures and provided a pre-paid label to return the faulty pump within ten days.